Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Vision impairment is a known inherent risk of flow diversion procedure and is documented in the pipeline instruction for use. As per the pipeline embolization device instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. Other mdrs related to this event: 2029214-2015-05180, 2029214-2015-05181.

Event description:
Medtronic received report that a patient experienced visual field disturbances after pipeline implantation. There were no difficulties reported during implantation of this pipeline device. The physician coiled the aneurysm, then placed the pipeline device. The patient was being treated for an unruptured, large, side-necked, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The patient had complex anatomy including a complete loop in the distal cervical section.

Manufacturer narrative:
Event description - manufacturer narrative - additional information based on the reported information, there is no evidence suggesting that the device was defective, but suggests that this event is related to the patient's pre-existing condition. The reported visual field defect has improved post pipeline procedure, and it did not cause additional clinical symptoms or required additional endovascular treatment.

Event description:
Medtronic received information that the patient first began experiencing visual field defects eight months before the pipeline implantation procedure. Visual field defects were attributed to mass effect from the aneurysm. The patient underwent implantation of the pipeline to decrease mass effect. Post-procedure, the patient still experiences visual field defect, but has improved. The patient remains on dual antiplatelet therapy.